Manufacturer narrative:
Citation: papageorgiou c, gentile d, vella c, et al. Repeated transcatheter valve interventions after surgical mitral valve replacement: a 20-year journey avoiding surgical redo. Cjc open. 2025;7(4):489-492. Doi:10.1016/j.cjco.2025.01.020 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who previously underwent surgical mitral valve replacement with a medtronic 27 mm mosaic valve and transcatheter aortic valve replacement with a medtronic 29 mm evolut r valve at two different points in time. Approximately eighteen years after mosaic implant, the patient had a non-medtronic transcatheter valve (26 mm sapien 3 ultra) implanted valve-in-valve in the mosaic due to unspecified degeneration. And approximately seven years after implant of the evolut r, severe central aortic regurgitation developed because of ¿flail of the noncoronary prosthetic cusp,¿ necessitating valve-in-valve implant of a new 29 mm evolut r, which resulted in no paravalvular leak or new conduction disturbances. The authors wrote that the patient had an uneventful recovery following the evolut r-in-evolut r procedure and was discharged three days afterward.